Event description:
Ibd case unable to track 10 x 59mm stent forward through a 7fr sheath. Had to exchange for a stiff wire and track the stent over the arch through the 12fr sheath and bareback into the internal iliac.

Manufacturer narrative:
Currently in process of evaluation.